Manufacturer narrative:
Investigation summary bd received two photos for investigation. These photos were evaluated and showed the presence of an air bubble in the gel and foreign material. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5015024, for the indicated failure modes: fm - spots and gel airbubbles before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® pst¿ gel and lithium heparin (n) 56 units there were unknown black spots inside the tube wall of 337 devices and air bubbles in the separator gel of 448 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® pst¿ gel and lithium heparin (n) 56 units there were unknown black spots inside the tube wall of 337 devices and air bubbles in the separator gel of 448 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.